Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of previous uses. Indentations were noted to the strike plate, lever, and body. Lever, linkage, and cam articulate as intended. Fracture is confirmed in the handle body. No other damage was noted. This complaint has been confirmed based on the returned device. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a rasp handle instrument was found to be fractured during sterilization. There was no patient involvement and no adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event; to date no further information has been reported.